Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. E1: last name unknown / not provided.

Event description:
Patient came in for an evaluation of fractured implant #21. Removed fractured screw and implant with fractured platform.